Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event. It was reported the patient was resistant to treatment, however, treatment details were not specified. On an unreported date apd therapy was discontinued due to the patient¿s resistance to treatment. The patient was transferred to hemodialysis therapy. The patient¿s recovery status was unknown. No additional information is available.